Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to contamination during the patient¿s admission to the nursing home facility. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
The contact of this peritoneal dialysis (pd) patient reported the patient was hospitalized on (B)(6) 2024 with a peritoneal infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient was seen in the pd clinic after having been discharged from the hospital for pd catheter (not a fresenius product) complications and altered mental status. During the visit, the clinic obtained a pd effluent culture. The culture resulted positive for staphylococcus epidermidis. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The suspected cause of the peritonitis event is contamination as the patient was admitted to a nursing home facility at the time of the peritonitis diagnosis. The patient was admitted to the nursing facility after the last hospital discharge. The patient was not hospitalized for this event as initially reported and is currently recovering at home. The patient is continuing to complete ccpd therapy.

Event description:
The contact of this peritoneal dialysis (pd) patient reported the patient was hospitalized on (B)(6) 2024 with a peritoneal infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient was seen in the pd clinic after having been discharged from the hospital for pd catheter (not a fresenius product) complications and altered mental status. During the visit, the clinic obtained a pd effluent culture. The culture resulted positive for staphylococcus epidermidis. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The suspected cause of the peritonitis event is contamination as the patient was admitted to a nursing home facility at the time of the peritonitis diagnosis. The patient was admitted to the nursing facility after the last hospital discharge. The patient was not hospitalized for this event as initially reported and is currently recovering at home. The patient is continuing to complete ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.